Event description:
Customer reports a blood leak into the dialysate at onset of pt treatment. The disposables were discarded and new disposables used to continue the treatment without incident. Estimated blood loss = 1 pint. Hct level drawn at this time and was found to be within normal limits. The dialyzer was reprocessed 9 times prior to this incident. The customer reports no pt injury or medical intervention required.